Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2017 with the following findings: during investigation, the alleged primary complaint of a damaged compartment cap was unable to be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas, alleging a casing issue. It was alleged that the cartrdige cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge cap or cartridge compartment.